Event description:
Additional information received reported that the manufacturer's representative had called the hospital the patient was admitted at on the day of the complaint. The hospital stated that they did not need a manufacturer's representative. The patient's family member brought her programmer to the emergency room (ER) and she was able to turn the device off. Additional information was requested. If received, a follow-up report will be sent.

Event description:
The patient called from the emergency room and stated, ¿the stimulation is electrocuting me.¿ the patient also noted she had an abscess behind the implantable neurostimulator (ins) which was currently draining. The abscess started ¿a few weeks ago¿ and began to drain on the date of report. The patient stated she went to the doctor three times but her sister forgot the programmer at home and she was not able to turn off the stim. The stimulation had been hurting the patient since sunday. Then, the patient stated ¿everything¿ had been hurting her since sunday. The patient was ¿crying and moaning¿ and stated she was in ¿so much pain.¿ the patient noted the IV was ¿going everywhere.¿ the patient stated that the ¿people at the hospital think she is crazy.¿ the patient went to try to find a nurse and the call dropped. The patient called back and stated, ¿I have to get this thing taken out and need a patient programmer to turn it off. I¿m getting red from the abscess and fluid.¿ the patient then stated the healthcare professional (hcp) walked into the room and the patient began talking to him. Later, the manufacturer's representative spoke to the emergency room and noted the issue was resolved. It was also noted that this had all been taken care of. Additional information was requested. If received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2015-00570.

Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37742, serial # (B)(4), product type programmer, patient product ID 377860, lot # v009846, implanted: (B)(6) 2006, product type lead; product ID 377860, lot # v006273, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).